Manufacturer narrative:
UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000849 g7 neutral e1 liner 32mm e lot#: 6505040, catalog#: 110017332 g7 bispherical shell 52e lot#: 6531285, catalog#: 6501162 biomet biolox delta ceramic lot#: 2019011758. Report source: foreign: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04609.

Event description:
It was reported the patient underwent an initial hip replacement procedure. Subsequently, it was reported that the patient suffered wound leakage and possible infection approximately 3 weeks post implantation. The patient was admitted to hospital, the wound was superficially flushed in the operation room, and the patient was prescribed antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time.